Event description:
A physician reported that on 4 november 1998 while treating the patient at the lip border area and using the regular 30 gauge supplied needle, the physician noted the collagen material seemed so thick that it would not go through the needle. During the procedure, the needle separated from the syringe. The needle did not strike or injure the patient or medical staff. The contents of the syringe were wasted; however the physician stated the material did not splatter. The procedure was completed without event with another device. Neither the patient nor the medical staff were injured because of this event. No medical or surgical intervention was required.